Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as a lot number was not provided. Root cause cannot be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
Home health worker reported sleeve inflation issue after a couple of uses. The product was still able to suction properly. No injury to the patient. No additional information provided.